Event description:
Admedus received information from a foreign facility that following a repair of total anomalous pulmonary venous drainage (tapvd) and patent ductus arteriosis; a cardiac echo showed obstructed pulmonary venous drainage with CT scanning and a cardiac catheterisation showing baffle obstruction at 2 months post operatively. At day 66 of life the baffle was reconstructed using a homograft. The surgeon described neo-intima on the left atrial side with graft thickening when observing cardiocel during explant.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. Admedus has requested a histological evaluation of the material and a follow up report will be submitted once the additional information becomes available.